Event description:
The pt reported that she encountered a valve leak error in drain. When the cassette was removed, fluid was noticed inside the machine. The pt was not connected when they noticed the leak. The pt did not experience any adverse side effect nor did they take any antibiotics. Sample is not available for return to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the MFR process. Ref MFR #8030665-2013-00414.